Manufacturer narrative:
H6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing shelf pack label was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing shelf pack label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that before using bd vacutainer® 9nc 0.129m plus blood collection tubes there was no label or missing label informaton. The following was reported by the initial reporter: while doing labelling, we found 1 box of 363080 (lot no. 3222676 exp. 29.02.2024) without bd label

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using bd vacutainer® 9nc 0.129m plus blood collection tubes there was no label or missing label informaton. The following was reported by the initial reporter: while doing labelling, we found 1 box of 363080 (lot no. 3222676 exp. 29.02.2024) without bd label.